Event description:
The customer tested his blood glucose and received a reading of 37 mg/dl using his breeze2 meter. He retested using another meter and received readings of 140 and 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.